Event description:
It was reported that this device had a stored ventricular tachycardia (vt) episode with high rate ventricular pacing from an external source. Technical services (ts) suspected the patient was undergoing an electrophysiology study or a transcatheter aortic valve replacement (tavr) procedure however this could not be confirmed. No adverse patient effects were reported. The device remains in service.